Event description:
The blood inlet was detached from the oxygenator and blood flowed out, as the bypass was still going on. The oxygenator was changed (changing time: 5 mins). No clinical consequences to the pt have been reported. (B)(4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary provides product failure investigation, analysis and resolution for the device in this report. The returned sample was investigated. It was found that the cause of failure is related to a human failure due to an insufficient 100% visual inspection during final control of glue distribution before mounting the connector. As a remedial action, we informed and trained our colleagues in the production about the reported failure and instructed them to follow the operational instructions. Regarding our complaint statistic, this described failure is an isolated case. MFR report # 8010762-2010-15910. (B)(4). Uf/importer report #: (B)(4). (B)(4). Additional info from the importer: (B)(4) is submitting an additional initial report as the uf/importer reporter. The uf/importer report number was added to the form and the MFR report number was removed.